Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported conditions were not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the battery handpiece device had a seized bearing, moving parts did not move smoothly, would not run and component damaged. It was further determined that the device failed pretest for general condition, check for mechanical free moving and check function of device. The assignable root cause was determined to be due to component failure from normal wear. Correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 2/25/2021 to 2/26/2021.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: lid device, power module device, chuck device, attachment device, quick coupling device. The initial reporter's phone number was not available. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the battery handpiece device was working but had excessive heating and unexpected noise while being used with the lid device, power module device, chuck device, attachment device and quick coupling device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on the 1st day of an unknown month in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.